Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found waterproof failure due to cut of the bending section cover ; the distal end's insulation resistance value was out of specification due to melting of the plastic distal end cover; the adhesive on the bending section cover was cracked; the adhesive on the bending section cover was discolored; the insertion tube had a crease; the insertion part was stiff due to damage to the connecting tube; the scope cover was deformed; switch 1 was deformed; switch 3 was cut; the connecting tube protector was broken; the crease on the ultrasound; the grip unit was deformed; the control section was corroded due to water leak; the angulation malfunction in the right direction due to the worn angle-wire; the electrical connector was corroded due to water leakages; the scope connector and the scope circuit board was corroded due to water leakages; switch 3 does not work due to the switch 3 breakage; the charged coupled device lens was broken; the charged coupled device lens had scratches; the light guide lens was broken and the light guide lens had a stain. . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the inside of light guide lens was discolored. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the discolored light guide lens was the lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lens which led to corrosion. Olympus will continue to monitor field performance for this device.